Event description:
It was reported occlusion alarms occurred. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer did not provide how bg level was addressed. The customer reverted to an alternate method of insulin therapy.